Event description:
Pt underwent a left hip replacement on 12/2/92. She now presents with increasing pain in the left hip requiring revision of left total hip. She was admitted to the hosp and underwent surgery on 2/24/99 for a failed total hip arthroplasty. At time of surgery, there was found to be extensive reactive granulation type tissue around the posterior aspect of the proximal femur. The cheesy-like granulation type tissue was curetted out of this area of the femur. The bone shell was primarily intact around this area.